Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01801, 3006705815-2021-01802. It was reported that patient experienced ineffective stimulation. X -rays confirmed 2 leads has migrated and one of the lead showed high impedance. As a result, surgical intervention was undertaken where in all the leads were explanted and replaced resolving the issue,